Event description:
Rptr had bilateral augmentation mammoplasty. She had another procedure for contracture and on 9/13/78, bilateral capsule release. At present and all along felt tightness. She is concerned about health risk problems. She has gastrointestinal problems and arthritis symptoms. She is very concerned about gel leakage.